Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control observed that there was exterior damage to the device's power button, so as a precaution the main keypad assembly was replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer further advised that when they attempted to restore power, it took multiple presses of the power button before the device responded and powered back on. The customer advised that this has been an ongoing and intermittent issue. The customer also advised that there was patient use associated with the reported event. There were no reports of adverse effects as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.